Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney reported that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted the previously placed mesh was found to be crumbled into a small ball. It was reported that the patient experienced severe pain, nausea, inflammation, dense adhesions, psychological injuries, emotional troubles, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: a1, a2, b7, d3, g1, g2. H6 patient code: 3189 - surgical intervention. Additional b5 narrative: it was reported that following insertion the patient experienced recurrent hernia.